Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) due to excessive charge time and charge circuit timeout. The patient had ventricular fibrillation (vf) episodes and the device had failed to deliver therapy due to charge circuit timeout. The device was deactivated and remains in the patient. No further patient complications have been reported as a result of this event.